Event description:
This lead was noted on (B)(6) 2014 due to an unknown reason for ra lead revision. The physician was unknown. The healthcare facility is at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).